Event description:
It was reported that during the procedure the coil (subject device) was prematurely detached/separated inside the microcatheter before energizing the inzone. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the target device was returned together with unknown/non-stryker microcatheter and balloon catheter, the coil was found to be stuck inside the balloon catheter, the coil delivery wire was found to be severely kinked/bent, the main coil was found to be detached, the main coil was found to be stretched, the suture was found to be intact, and significant amount of blood and blood clots were noted within the catheter and on the coil. A functional test was not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be stretched and detached from the delivery wire and stuck inside the microcatheter due to significant amount of blood and blood clots. An assignable cause of procedural factors will be assigned to the as reported/as analyzed 'main coil prematurely detached/separated during use' and to the analyzed ¿main coil stretched', as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' since this issue is associated with handling of the device during the clinical procedure.

Event description:
It was reported that during the procedure the coil (subject device) was prematurely detached/separated inside the microcatheter before energizing the inzone. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.